Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 322 mg/dl.